Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va01v2c, implanted:(B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va00w3e, implanted:(B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v809649, implanted:(B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging more than expected. The patient felt that these issues started after a car accident they had in (B)(6) 2013. The patient noted that they were charging once a day. The recharging statistics were pulled and showed the following: session on (B)(6) 2015, duration of 4 hours, 100% charged at end of session on (B)(6) 2015, duration of 3 hours, 100% charged at end of session on (B)(6) 2015, duration of 2.5 hours, 100% charged at end of session the patient had program 1 set with a 7v amplitude, a pulse width of 400 microseconds, a 40 hertz frequency, and a therapy impedance of 398 ohms. The program had 2 positive electrodes and one negative electrode. The patient also had a program with a 7v amplitude, 400 microsecond pulse width, 40 hertz frequency, and a therapy impedance <(><<)> 165 ohms. This program had electrode settings of ++ and +--. There were no patient symptoms reported. The patient was reprogrammed with a group that had less energy requirements. Based on recharging calculations the recharging interval seemed normal for the patient¿s settings.